Event description:
It is reported that a customer experienced high blood glucose of 400 mg/dl. The customer was informed that there could be many reasons for high blood glucose. The customer stated that they had lost their transmitter and sensor causing the high blood glucose. However, the customer called back stating that they had found their transmitter. The customer states that the gold pins inside the transmitter are damaged. The customer was sent a new transmitter. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The transmitter was unable to charge due to broken cow catcher and damaged all contact pins. Functional testing was not performed due to charge anomaly.